Manufacturer narrative:
H6 - health effect clinical code: 4581 - residual refractive error. H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. H11: manufacture narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim #: (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure the patient experienced residual refractive error. The lens explanted and replaced. Cause of the event was unknown.

Manufacturer narrative:
H3 - device evaluation: the lens was returned in liquid in a vial. Visual inspection found the lens optic and haptic torn. Additional comments mentions "due to significant lens haptic damage, not able to perform width inspection". Dimensional and functional inspection found the lens to be within specification. Claim # (B)(4).

Manufacturer narrative:
Claim# (B)(4) was found to be a duplicate of claim# (B)(4). MDR (B)(4) should be claim# (B)(4). B5 - a healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excess cylinder and residual refractive error. Due to excess cylinder and residual refractive error the lens was explanted. The lens was then replaced. The problem was resolved. Cause is unknown. There are multiple medical device reports associated with this patient. This report is 1of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided. Refractive surprise - each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Over/under correction is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).